Event description:
It was reported in a hospital implant registration form that the patient developed an infection. The right ventricular (rv) lead was partially removed along with the rest of the ICD system. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".